Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(6). (B)(4).

Event description:
It was reported the end user developed circumferential redness, itching and weeping under the tape collar of the skin barrier. After a medical examination, the end user was issued a prescription for nystatin cream and hydrocortisone cream 2.5 percent to be applied to the affected area 3 times per day. In addition, the end user has begun using a new skin barrier. The affected area has improved. No further patient complications were reported as a result of this event.